Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the top duo vent. The set was used with an unspecified antibiotic treatment. This issue occurred prior to patient connection. There was no patient involvement. No additional information is available.